Event description:
It was reported that there was a pin from the therapy cable broken off inside the therapy connector assembly on the device, which prohibited the end user from connecting another therapy cable assembly. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). The device was evaluated by the hospital's biomed who verified the reported failure. The biomed replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to service for use. The device will not be returned to physio-control for eval.